Event description:
It was reported that the patient presented for a routine device check in clinic. It was noted that noise was observed on the right ventricular (rv) lead. The noise was noted with inappropriate ventricular fibrillation, no therapies were delivered. The noise could not be reproduced. Programming changes were made. The physician was to continue monitoring the patient. The patient was stable.